Event description:
The faciilty reports the resident was being lifted out of the whirlpool. The chair was almost completely lowered when the strap broke and the resident slid out of the chair onto the floor (approx 2 feet). The resident complained of pain in the pelvic region and the back of head/neck. Resident was sent to the emergency room for evaluation.

Manufacturer narrative:
It was reported the safety belt was old, frayed, and discolored. It is likely the lap belt had been folded over the mounting bolt. This places the type of pressure on the grommet that tends to bend it and allow it to tear from the belt. While belting the resident into the chair, the belt needs to be swiveled on the mounting bolt in the direction of pull on the belt. This eliminates the bending force on the grommet. Installation of a replacement belt is required. Replacement belts have large stainless steel washers to help reinforce the grommet in the event the belting is not done correctly. It is recommended lift operators be retrained regarding proper belting procedures.

Event description:
The facility reports the resident was being lifted out of the whirlpool. The chair was almost completely lowered when the strap broke and the resident slid out of the chair onto the floor (approx two feet). The resident complained of pain in the pelvic region and the back of the head/neck. Resident was sent to the emergency room for eval.